Event description:
According to the reporter, the contour on bottom of the flange caused pressure sores and resulted in bleeding on the patient's neck. The physician cauterized the vessel and the unit was removed as the plan was for the patient to be decannulated the next day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.